Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: 9. Strip code: 9. Strip storage: stored correctly. Symptoms: frequent urination. The customer reported that customer was seen in ER. The meter allegedly is inaccurately low. The result on the meter is unknown. A result of 65mg/dl is documented. The source of this result is unknown. The result on the ER meter is unknown. The time difference between the pt's meter and the ER is unknown. Treatment was orange juice. No further info has been reported.